Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 04/25/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: 42mg/dl, (B)(6) 2015, 02:05pm; 40mg/dl, (B)(6) 2015, 01:59pm; 39mg/dl, (B)(6) 2015, 01:57pm; 42mg/dl, (B)(6) 2015, 01:26pm; 88mg/dl, (B)(6) 2015, 12:16pm. Adverse event not reported.